Event description:
Information received by medtronic indicated that the insulin pump had crack on back of the battery compartment. The insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The customer reported crack around the battery compartment. The following were noted during physical inspection: partially broken reservoir tube lip, stained keypad overlay, stained serial number label, partially broken retainer, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, case cracked at the corner of the belt clip rails, and cracked battery tube threads. A test p-cap was installed and did not lock in place due to broken reservoir tube lip and missing retainer. Unable to perform the displacement test due to broken reservoir tube lip and missing retainer. Cosmetic damage is confirmed. The insulin pump had case cracked at the corner of the belt clip rails and cracked battery tube threads.